Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that balloon inflation issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 4.5mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use and advance to dilate the lesion. However, during the procedure, the balloon could not inflate. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. There was blood on the balloon. The balloon was loosely folded. There was no damage to the manifold or strain relief. The hypotube was completely separated 85cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous hypotube kinks. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination presented no irregularities or damage to the bonds or welds. Microscopic examination of the balloon presented no irregularities or damage. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. The device was inflated and the device maintained pressure with no indication of any leaks or anomalies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).